Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician attempted to insert the catheter and the patient's blood pressure dropped. Fluoroscopy was performed and the coronary sinus was dissected. Additionally, the patient experienced pericardial effusion. Cardiopulmonary resuscitation was performed and the chest was reopened to repair the dissection. The patient expired the following day.

Manufacturer narrative:
Further information was requested but not received.